Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked battery tube threads. (B)(4). United states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and had a crack on it. Customer's blood glucose level was 9 mmol/l. Customer stated that the infusion set did not showed signs of damage. Customer stated that the reservoir did not showed signs of damage. Customer states the pump does show signs of physical damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.